Event description:
A review of servicing data detected a reportable problem. During servicing, monitor sn (B)(4) was intermittently powering down and failed a pulse test. The last patient to use this monitor did not report any deficiencies.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) was completed. Upon evaluation the monitor was intermittently powering down and failed a pulse test. The cause of the monitor not powering on was a flash memory failure (components u102 and u105) on the c/a board sn (B)(4). The flash memory had an intermittent connection. The intermittent connection is likely due to a fractured solder connection induced by mechanical stress has not been positively identified but the fractured connection may have been accelerated through rough handling. The cause for the pulse test failure was isolated to a fracture c22 high-voltage capacitor on the monitor defibrillator board. Root cause analysis of similar events found that excessive strain on the printed circuit assembly (pca) from severe impact can cause fractured solder connections. A mechanical design change to reduce the pca strain was approved by FDA on (B)(4) 2012. Implementation began (B)(4) 2013. Results will be monitored. No adverse event resulted from the defective monitor. The last patient to use this monitor did not report any deficiencies.